Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Additional observation not reported was that the main tube exhibited signs of scratch marks/abrasions on the distal end. The main tube scratch marks measured roughly .03" to 0.44" in length and were not aligned with the tube axis; material was missing. This failure is most commonly caused by mishandling/misuse, such as excessive contact with abrasive hard surfaces during transport or reprocessing. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
During central processing, it was reported that the tenaculum forceps had a broken cable. There was no patient involvement.